Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer swapped the o2 sensor with no change and confirmed that the vent at 90% was delivering at 87%, at 60%. At 60 %, it delivers 55% and at 30%, it delivers 27%. A vyaire technical support rep asked the customer to run through the airo2 relay balance procedure and the new blender cal (if available) in the service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was giving low fio2 alarm. No patient involvement.